Event description:
The account alleged when he presses the head up switch and releases it; the head will continue to rise all the way up.

Manufacturer narrative:
The account indicated when the left siderail is unplugged, the problem goes away. The account replaced the left caregiver overlay to repair the bed.